Manufacturer narrative:
The baxter technician found the hilo parts needed to be replaced. Per the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Hilow motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the bed. If the bed does not fully raise and lower, calibrate the bed position sensor. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Make sure the bed not down led lights up on the control pendant and goes out when the bed is in low position. Replace the defective motor(s) in the event of a malfunction. Troubleshoot in the event of a doubt. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed on 12/05/2025 and did not require any additional service related to the reported issue. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the hilo parts to resolve the reported event. Based on this information, no further action is required.

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
On 17-nov-2025, another health care professional contacted technical service to report that vc p500 nsc air rental frame (product code p3200hrent03, serial number (B)(6)), had hi/low self runs. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.